Event description:
It is reported that a resolute integrity drug eluting stent was implanted in the patient. Since the procedure, the patient has been experiencing chest pain, and one month post the procedure, she went back to the hospital to report the chest pain. She was informed at the hospital that the pain she was experiencing was irritation of the heart. She then returned to the hospital and underwent a stress test and it was deemed she had poor circulation. Patient reports she has allergies to nickel , but it is unknown if she has been tested for this.

Manufacturer narrative:
Evaluation, results: patient¿s condition ¿ predisposed event (nickel allergy); inherent risk of procedure (reaction); no results available since no evaluation performed (device or procedural images were not returned for evaluation). Conclusions: device failure related to patient condition (nickel allergy); known inherent risk of a procedure (reaction). (B)(4).